Event description:
7/11/94 pt underwent juropass ureteral stent placement. Post-op course included ventricular tachycardia leading to arrest. The pt was resuscitated and stabilized. 7/25/94, an aicd was implanted at an area facility. Eps revealed inadequate defibrillator function with high thresholds. Pt was transferred to rptr's facility and a bipolar unit was implanted after removal of aicd.